Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer stated smelling insulin. The contact reported the site, tubing, and luer lock appeared fine. The customer's blood glucose level was 300 mg/dl. Multiple attempts made to obtain information, however no further information was provided.